Manufacturer narrative:
One bivona flextend was returned for analysis. Leak testing was performed; noting pinhole and slow leak from the cuff. All assembled parts are required to pass leak tests at two steps in the operation prior to being shipped to the customer. Additionally, there is no correspondence from the customer describing whether leakage was noted on the first use of the product or after reprocessing, etc. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was found leaking upon assessing the patient's drop-in oxygen saturation level. The cuff was re-inflated with 3mls of water and was later checked to find only 0.5mls of water left. Mother stated that the ent and respiratory therapy were notified with instruction to re-inflate the cuff with water when needed until the replacement trach tube arrived. The trach tube was eventually changed out. It was reported that part of the wedge used to remove the tube had caused a mucous plug which was relieved by suctioning. The patient's mother reported an elevated heart rate at that time but then resolved. There were no further reported adverse effects.